Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger (dtc) c0573501 found evidence of broken connector pins. Fdc code 11 applies to the recharger. Fdc code 92 applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) had a broken connector and that the insr had a blank screen. The patient programmer (pp) displayed a recharge you ins warning, and the patient stated that their pain had returned. A replacement dtc was sent. No additional symptoms, and no additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger had resolved their issues of the broken connector pin, their pain and the inability to use their programmer. No further issues were noted or anticipated.